Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a cyber security upgrade of the implantable cardioverter defibrillator. During the upgrade, the device went into backup vvi operation with the high voltage therapy off. The device download and subsequent device upgrade were completed successfully. There were no adverse consequence to the patient.